Manufacturer narrative:
A steris service technician arrived on-site, tested the 16" century sterilizer and found it to be operating properly. The sterilizer was then returned to service. Based on the technician's inspection, the reported event can be attributed to user error. The 16" century sterilizer operator manual states (pg.8), "after manual exhaust, steam may remain inside the chamber..stay as far back from the chamber opening as possible when opening the door." The technician counseled the user facility on the proper use and operation of the century sterilizer, specifically, standing back from the sterilizer when opening the door. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a steam burn on their hand while unloading a daily air removal test pack from their 16" century steam sterilizer. No instruments were present in the cycle. The facility did not disclose whether medical treatment was sought or administered. No procedure delay or cancellation reported.